Event description:
Mobile power unit (mpu) serial number (B)(6) was returned due unknown reason.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.